Manufacturer narrative:
Qn#(B)(4). The customer returned one introducer needle and lidstock for analysis. Signs of use in the form of biological material were present on the cannula and hub. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was smooth. Functional inspection was not able to be performed due to the damage to the needle hub. A device history record review was performed with no relevant findings. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed , and no relevant findings were identified. Based on the sample provided, design likely caused or contributed to this event. A CAPA has been opened to further address this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the cvc puncture needle was defective. The insertion site was the subclavian vein. The needle was replaced. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the cvc puncture needle was defective. The insertion site was the subclavian vein. The needle was replaced. There was no harm to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the cvc puncture needle was defective. The insertion site was the subclavian vein. The needle was replaced. There was no harm to the patient.